Event description:
The customer reported that their pump turned off unexpectedly, and they had to call for assistance to make it operational again. Additionally, the button on the pump was worn, requiring multiple presses to function, and the battery was depleting more quickly than before. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional support actions were taken.